Manufacturer narrative:
Inspection: visual inspection of the returned device revealed the retention tip has fractured off. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential root cause: root cause for the tip fracture was unable to be determined. It is possible that off-axis forces were applied during use. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw driver had disassembled. However, device evaluation by the manufacturer found that the tip had fractured off. The associated patient and surgical information at the time of fracture is unknown.